Manufacturer narrative:
This follow-up report is to correct type of reportable event. The correct type of reportable event is serious injury.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously reported results from (B)(4) chemistry analyzer. Erroneous results for all tests on 16 samples were reported out of the laboratory. One patient was admitted to hospital as diabetic. This report is for the adverse event on the affected patient. The malfunction portion of the event is reported in report #2050012-2011-00998.

Manufacturer narrative:
The customer's maintenance log was current. The customer was checking a reaction monitor every 3 hours for evidence of a cuvette overflow. Reagent blank, calibration, and qc data before and after event all looked normal. The customer changed how the analyzer handles samples so she could run samples in the red racks sequentially from how the field application specialist originally set the analyzer up at installation in (B)(4) 2010. The original samples were run in a red emergency rack in sequential mode without reading a barcode. The customer did not realize that every time she hit the entry button a new sample request was created on the analyzer, so samples in the racks did not always correlate to the sample ID entered into the analyzer. Bci field service engineer (fse) verified working system and clot detection. Field application specialist set up the account to run all samples with barcodes. User error was the root cause for this event.